Event description:
It was reported by the customer that a pyxis medstation es system had remote manager failure. The customer stated that the fridge door would not open, and issue persisted even after trying to recover. There was a delay in issuing medication to a patient due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The device functioned as intended after the field service engineer resolved the issue.